Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate there was reports of foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issues were found in tubes (364305): dirty cap ×1."

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 4 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for embedded foreign matter and damaged cap with the incident lot was observed. Additionally, the 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged cap was not observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode of the damaged cap was attributed to the cap being lodged in the machine during the manufacturing process. Bd determined that the root cause of the indicated failure mode of the embedded foreign matter is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate there was reports of foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issues were found in tubes (364305): dirty cap ×1".